Manufacturer narrative:
The lot number of the device used is unk. Consequently, the manufacture date and expiration date of this device is also unk. The complainant indicated that the device will not be returned for eval since the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a endometrial ablation procedure on (B)(6) 2009. According to the complainant, during the procedure, the system indicated that the fluid had heated very quickly. The flow going into the pt was not hot as indicated by the temperature (91 degrees) on the machine. Approx 3 minutes into the ablation phase, there was a fluid loss alarm at 10cc at 1cc per minute. The leak that caused the fluid alarm came from the connection between scope and scope adaptor. At approx 7 1/2 mins into the ablation, there was a 2nd fluid loss alarm at 10cc at 1cc per min. This leak also came from the scope connection. The physician aborted the case. The doctor performed a diagnostic hysteroscopy and identified the lack of a thermal effect on the uterine lining. The pt's condition is reported as being good.